Event description:
Information was received that reported a patient was hospitalized on in 2006 for diabetic ketoacidosis. The patient reports only performing a set and site change once per week. Additionally, the patient admitted to not using a new insulin cartridge and fresh insulin when the cartridge volume runs low, instead they top-off the old cartridge. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.